Event description:
User facility reported that during a left heart craterization, while using the acist contrast injection system, model e2000, an air injection occurred. The physician had flushed the tubing and catheter of air, performed a test injection, and then injected into the pt's right coronary artery. A small bubble was seen on the cineangiogram in the right coronary artery. The pt was being treated for chest pain, and chest pain was reported before, during, and for 10 minutes after the procedure. The physician reported that the pt was hemodynamically stable and there were no adverse health effects, due to the air injection. The tubing was again flushed of air, and the procedure was completed without incident, and the pt's condition remained stable.

Manufacturer narrative:
The acist angiographic contrast injection system, model e2000, was returned to acist on november 6, 2009 for testing. The disposable kits used during the procedure were discarded by the hospital, therefore, no analysis can be made on these items. Upon receipt of the injection system, there were deposits of dried contrast media on the exterior of the injector, and dried contrast media on the exterior of the injector, and dried contrast media on the air column detect (acd) sensor. Per procedure, the system was tested in the condition received, and the system failed the acd sensor portion of the testing. After the system was cleaned and the deposits of dried contrast media removed from the injector exterior and acd sensor , the system was re-tested and passed the acd sensor testing. Review of the system's event log file indicated that acd sensor had detected air and the user facility reported that the system displayed the "air column detected" message during the procedure. The acist user manual states that buildup of contrast is one the major causes of malfunctions and daily cleaning of the sensors, including the acd sensor, is recommended for optimal operation. The acd sensor is designed to aid the user in the detection of air columns in the injectional line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire pt kit and angiographic catheter. The acist clinical application specialist will f/u with the user facility to review the cleaning procedure.